Manufacturer narrative:
An event of the valve migrating after implant and explant was reported. Information from field indicated that there were no intra-procedural difficulties, no deployment difficulties, the initial implant depth was 3 mm, and there was sufficient calcium to allow anchoring of the device. No information was received regarding valve sizing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, a cause could not be conclusively determined for the reported migration. Please note, per the instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. Sufficient calcium was present for implantation. After implantation of the device at 3-4mm, a few seconds after release from delivery system at 3mm depth, the valve migrated into the aortic root. There was no tension in the delivery system during deployment. There was no difficulty deploying and no more than two resheaths were performed during the procedure. A balloon was use to attempt snaring and repositioning the valve but was unsuccessful. The patient underwent surgery to explant the migrated valve and surgically replace the aortic valve. The patient experienced no clinical signs or symptoms. The patient is reported to be stable. There was no clinically significant delay. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.